Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was conducted for the potentially associated lot numbers (10l14h25, 11a19h25, 11b10h25) and there were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer from the USA of peritonitis in (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2008, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the reporter stated that on (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. It was not reported whether a peritoneal effluent culture was performed. The cause of the peritonitis was not reported. Treatment provided for the event was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided. The nurse declined to provide further information.